Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that the reportable malfunction occurred due to failure of system service division, e116 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited failure of camera cable unit, failure of system service division and error 116. There was no patient involvement.